Event description:
The customer states that a physician questioned wbc results for one pt generated using a cd 3200 sl analyzer. A wbc result of 125 k/ul with error messages including varlym, nrbc/rrbc and dflt with rbc morph. A new sample was tested, yielding a wbc of 143 k/ul with error messages. The sample was then repeated in rrbc mode obtaining a wbc count of 20.6 k/ul result. A slide was reviewed observing a wbc of 70 k/ul. The result reported was the result obtained from the slide review with no impact to pt management reported. Investigation indicated that the customer had inadvertently installed incorrect reagent on the cell-dyn analyzer. The customer has not reported any further issues after installing the correct reagent.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.